Event description:
While setting up for a breast biopsy, the unit initialized, but there was no vacuum. The doctor had already made an incision in the pt's breast. There was no error code displayed. The elbow tubing was removed and no vacuum was coming from the control module even though the pump was running. The case was then stopped.